Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for three unknown locking screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted for a shoulder fracture replacement in 2007. On (B)(6) 2010, just under her shoulder the devices implanted for treatment of her left humerus was noted to be loose or backing out according to an x-ray that was confirmed by the patient¿s physician. The surgeon mentions that the devices were probably coming loose since (B)(6) 2011. Additionally a piece of cable worked its way out of her arm. It was reported that the patient had pain, irritation and discomfort. The patient had an appointment on (B)(6) 2014 at the cleveland clinic and wanted to know if any of the document devices were recalled or had issues that the clinic may need to be aware of at the appointment. This report is for three unknown locking screws. This is report 7 of 11 for (B)(4).